Event description:
The caller stated that the cuff on her husband's 6dfen tracheostomy tube leaked. The tube was in use for 10 days and required recannulation with another 6dfen. Pretesting is unk but the caller stated that the doctor usually pretests all tracheostomy tubes, and usually pretests all tracheostomy tubes, and usually inflates with approx 10ml air. The source of the leak was not determined. The tube was thrown away.